Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 360 mg/dl. The customer stated that while she was eating water fell on the pump then got button error and failed battery test.. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive escape, act and down arrow buttons due to moisture damage to the keypad traces. The operating currents and failed battery test alarm could not be verified due to the unresponsive buttons. No moisture damage was noted to the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and a stained end cap sticker.